Event description:
Surgeon was doing hip procedure. Stated the head of the instrument broke off while tapping it with the mallet. Another device obtained and procedure continued. No harm to the patient. This device is part of the titanium trochanteric fixation nail system.======================manufacturer response for instrument, helical blade coupling screw (per site reporter).======================rep present during case.what was the original intended procedure?hip tfn.device #1is this a laboratory device or laboratory test?no.